Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 250 units of insulin. There was no reported impact to the customer's blood glucose due to this reported issue. Reportedly, the customer contacted their health care provider to obtain alternate insulin therapy.